Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the nursing staff claimed that they could not see or hear a vtach/vfib alarm going off at the information center. The device was in clinical use during the event. There was no reported patient injury.

Manufacturer narrative:
H10: the data logs were reviewed by philips clinical application specialist and research and development engineer. The data logs show that the mx40 and piicix alarmed for a ***vtach at 22:51 on (B)(6) 2018. The piicix application¿s (app) log shows that the mx40 (mx2704) went offline at 22:52 on (B)(6) 2018. During that reboot cycle, the ***vtach alarm was terminated, as the mx40 (which announces the alarm) was powered down. When the reboot cycle was completed, at 22:53 the mx40 was in an ECG leads off condition, alarming such at 22:53. Because the mx40 did not have leads attached to the patient, no arrhythmia alarm conditions would be captured by the mx40 during that time, thus no alarming would occur. The mx40 (pwm) logs show that the device rebooted at 22:52 on (B)(6) 2018. The time of the reboot is consistent with the piic app log showing the device going offline. When the mx40 reboots, while it is assigned to the piicix, a ¿no data tele¿ inop message will be displayed at the piicix to alert users to the loss of monitoring. The mx40 pwm logs showed fourteen reboot events from 14:50 on (B)(6) 2018 to 22:52 on (B)(6) 2018. Eleven of the reboot events do not appear related to battery changes. The actual device was returned to philips bench where the technician was unable to replicate the reported issue. The reboots were not reproduced and the mx40 passed the functional tests performed by the production test system. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.